Event description:
The customer reports the left monitor has no display and was not powering up.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge svc rep replaced the left monitor. The system operates as intended.